Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. A field service engineer reseated the row board cable, retractor band and all pockets on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system experienced drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.